Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: qse for product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure was removed from the cornua in 2 pieces') and device expulsion ('migration/left essure coil in the uterine cavity') in a female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (hysteroscopy with d&c and removal of foreign object(s) (essure), laparoscopic bilateral salpingectom and removal surgery for essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device breakage, device expulsion, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure was removed from the cornua in 2 pieces') and device expulsion ('migration/left essure coil in the uterine cavity') in a female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (hysteroscopy with d&c and removal of foreign object(s) (essure), laparoscopic bilateral salpingectom and removal surgery for essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device breakage, device expulsion, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, patient details, lot number, date of insertion, date of removal added. Event migration updated to event migration/left essure coil in the uterine cavity.. Event: the essure was removed from the cornua in 2 pieces was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.